Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the insulin pump had alarmed no delivery during prime. Customer changed the set and the cannula of the infusion set was bent. Customer's blood glucose was over 400 mg/dl. Troubleshooting was not performed as customer had resolved the issue with a set change. She is not returning the device for further analysis.